Event description:
During a fractional flow reserve (ffr) procedure using the rxi system and navvus catheter, after measuring ffr, the navvus catheter was removed from the patient. After removal, it was observed that there was foreign material attached to the guide wire exit port on the navvus catheter. A new navvus catheter was used to complete the procedure.

Manufacturer narrative:
The navvus catheter, lot 0000249062, was delivered to acist on june 23, 2023. Upon completion of the investigation, a follow-up report will be submitted to the FDA.

Manufacturer narrative:
The navvus catheter investigation was completed on january 30, 2024. The navvus catheter and piece of extraneous material were sent to the contract manufacturer of the navvus catheter. Upon initial inspection it was noted that the navvus catheter stylet component was missing. The catheter od was tactile inspected with a gloved hand. It was confirmed there was a rough area on the outside diameter near the rx port. Additional inspection of the catheter od rx port area under magnification revealed that there was a tear of the outer jacket materials, including the outside polyester tubing material at the rx port. When lifted slightly, one area of the loose polyester material was jagged in appearance and appeared to be missing a small portion. It appeared that when the user removed the stylet, the catheter jacket material was inadvertently torn, allowing the outer polyester tubing and other materials to be frayed and loose. Additionally, maneuvering of the catheter potentially allowed a small portion of the polyester tubing to tear away. The contract manufacturer sent samples of the components used in the navvus catheter manufacturing and the complaint navvus catheter and piece of tubing to an outside laboratory for fourier transform infrared spectroscopy (ftir) analysis. Ftir analysis confirmed the piece of tubing is polyester heat shrink tubing that is part of the navvus catheter. There was no confirmation of material foreign to the navvus catheter manufacturing process. Per the acist rapid exchange ffr system and microcatheter quick guide, "prior to use and whenever possible during the procedure, carefully inspect the navvus catheter for kinks or any other damage. Do not use a kinked or damaged catheter because vessel damage and/or inability to advance or withdraw the catheter may occur. When delivering the navvus catheter over the guidewire, ensure that the guidewire and the navvus catheter are freely moving within the vessel wall. Failure to do so may traumatize the vessel. The navvus catheter is not designed to be torqued. Do not excessively torque the catheter. Never advance or withdraw the navvus catheter against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation." The investigation found no evidence of deviations of the device specifications, product process specifications, or the quality assurance procedures and specifications. The investigation, including ftir analysis, supports that the piece of material is polyester tubing which is a component of the navvus catheter. The probable cause of the event is use error or damage to the rx port area prior to procedure. This report is considered closed.